Event description:
After an ir45v reload had been fired via an i45v stapler in a laparoscopic sigmoid procedure, bleeding from the staple line was observed. Clips were placed to control the bleeding, and there were no adverse effects to the health of the pt.

Manufacturer narrative:
The actual ir45v reload involved in the procedure was not returned. In its place a reload from the same lot was evaluated in conjunction with the concomitant device (i45v). Both performed according to specifications, producing complete cut and properly formed staples in the test medium. The root cause of the alleged malfunction could not be definitively determined. Evaluation summary: i45v produced acceptable staple formation. Reload functioned as intended.